Manufacturer narrative:
Product not returned for eval.

Event description:
Pt reported infusion set tubing separating at the luer lock connection. He indicated that he discovered the issue while routinely checking the infusion set tubing as recommended in the recall notification. Pt stated that he changed the infusion set to address the issue. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for eval.